Manufacturer narrative:
Received one used list#: 142790489, y-type minibore pca set, integral pav, injector assembly, 0.2 micron filter, secure lock, 86 inch; lot#: unknown. As received, the set was visually inspected and the proximal end's secure lock male adapter is missing its rotating collar. No other anomalies were found. Close inspection of the male adapter does not find any evidence of damage. The reported complaint can be confirmed, the probable cause of the disconnection is due to a broken/missing rotating collar. The cause of the broken or missing collar is unknown. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
Additional information received that states the patient needed the medication for sedation. There was a leak of propofol and fentanyl medications. The exact date of the event is on (B)(6) 2020. There was no obvious defect noted on the tubing set prior to setting up the infusion. The tubing and the medications were replaced and the therapy resumed. There was a delay in therapy and no medical interventions were required.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
A medsun mandatory medwatch report was received that stated, ¿hub securement connector broke and tubing became disconnected from the patient. The patient did not receive the correct dose of fentanyl and propofol.¿ the event occurred on an unknown date in august 2020. There was patient involvement and no report of harm.